Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was showing visible smoke. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed visible smoke. A field service engineer found auxiliary drawers 5.1 and 5.2 with a short, and the entire auxiliary cabinet covered in fire extinguisher residue. Emailed manager to follow corresponding steps. Assisted customer with configuring and installing an extra auxiliary cabinet and transferred all medications to the new cabinet. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was showing visible smoke. The customer stated that there was a delay in patient care. As per the part investigation, it was determined that the overvoltage condition was attributed to a shorted mosfet on the drawer controller board, resulting in a continuous short condition in the drawer 5.2 solenoid and compromising normal drawer operation. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported smoke from the unit could not be confirmed. However, it is possible that an overvoltage condition in the solenoid generated a burning odor, which may have led the nurse to use a fire extinguisher due to a suspected thermal event. An on-site visual inspection of the medstation auxiliary 7 drawer was conducted, as the device was not returned for investigation. Yellow powder consistent with fire extinguisher residue was observed throughout the unit, most heavily on drawer 5. No evidence of soot was identified, though slight discoloration was noted on the drawer 5.2 solenoid. An on-site evaluation of the medstation auxiliary 7 drawer identified a drawer controller board (part number 151622-01) for drawer 5.2 identified a shorted mosfet (q601) within the solenoid driver circuit. The associated solenoid was determined to be both seized and shorted, with a measured resistance below the expected range. Investigation conducted under CAPA 12926306 determined that the evaluated product exhibited the same failure mode previously identified. The CAPA investigation determined that failures in half-height cubie drawers are caused by electrical overstress within the solenoid driver circuit, where the mosfet(q601) fails in a short condition and applies continuous 36 v to a 12v solenoid, leading to overheating and eventual burnout. The half height drawer controller board was redesigned, transitioning from part number 151622-01 to 331392-01 (co 1121539 released 13jan2025). This update included the use of a more appropriately rated mosfet and the addition of positive temperature coefficient resettable fuse (ptcs) to provide overcurrent protection for the solenoids. There was no report of patient involvement. Root cause: the probable cause of the reported smoke is likely an overvoltage condition affecting the solenoid, which resulted in overheating and the presence of a burning odor. However, inspection of the unit did not identify definitive evidence of smoke, due to the presence of fire extinguisher residue. The root cause of the overvoltage condition is attributed to a shorted mosfet on the drawer controller board, resulting in a continuous short condition in the drawer 5.2 solenoid.